Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that insulin pump had prime/fill anomaly. Customer's blood glucose was 101 mg/dl. The customer stated that insulin is squirting out during the manual prime process. The customer stated that insulin continue to drip after motor stops during manual prime process. After the troubleshooting was done, customer was able to complete the rewind process.